Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During device evaluation, a baxter service technician reported a colleague infusion pump which experienced an air in line alarm during the 2 minute max rate test. There was no patient injury or medical intervention necessary. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an air in line alarm, and determined the root cause to be a faulty air in line printed circuit board. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.